Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that the system was stuck in update. Upon turning on and unlocking the returned controller, it was observed that the application got stuck at step 14 of 29 during initialization. No looping or restarting of the app was observed. The initialization error was observed to replicate in the debug version of the application during download of the android log files. Inspection of the android log files from the debug version of the application showed that the application was getting stuck due to an "out of memory" error in the realm initialization. Inspection of the production application android logs confirmed an initialization error on (B)(6) 2024 due to realm-related issues, indicating the realm out of memory error contributed to the initialization error. The default.realm file was found to 1 gb in size which is larger than expected. It could not be conclusively determined how the realm file increased in size.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 460 mg/dl while wearing the pod. The patient reports being unable to use their controller as it has been stuck on an update for 2 days. The patient reports they had removed the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient reports since this event they were able to resume treatment with a replacement controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.